Manufacturer narrative:
D9: date returned to mfg 1/24/2024. One device was returned for evaluation. Visual inspection revealed the device in good condition with no appearance of any physical damage. The event history log confirmed ¿syring near empty¿ alarm occurred. Functional testing was performed and it was determined that the device was functioning as intended. The ¿syring near empty¿ was found at the beginning of the infusion which was how the device was programmed. No repair was necessary. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3 unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the syringe pump was near emptied. It is unknown if there was patient involvement, no adverse patient effects were reported.